Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. No image was displayed due to a faulty cable unit. Additionally, the cable was kinked/punctured, and the focus ring's rotation was not smooth. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus hd camera head was not producing an image during preparation for use. According to the initial reporter, when they connect to the tower, only a black screen is present. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information from initial reporter and based on the legal manufacturer's final investigation. Initial reporter confirmed the event was identified prior to the procedure and no impact to patient care. Confirmed initial reporter is a health care professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image did not display due to a faulty cable unit. The faulty cable is likely due to user handling. The following is included in the instructions for use which can prevent the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.